Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the neuro-tip of the craniotome device was bent/damaged, and the color band was chipping/fading. It was determined that the device had a bearing and component damage, the etching was illegible and the cutter device could not be inserted. It was further determined that the device failed pretest for labeling assessment, visual assessment and cutter insertion. It was noted in the service order that the bearing was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.